Event description:
The customer indicated the electrode became loose approximately three hrs into a prostate procedure. The pt received a second degree burn. The surgeon indicated that arcing was coming from the valleylab handpiece and it appeared to be cracked.